Event description:
The patient was initially implanted with a bifurcated stent graft and a proximal aortic extension to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the stent graft was found to have slipped into the aneurysm in 2018 and the physician elected to implant a cook (non-endologix) cuff/extension to successfully resolve this event. The patient's status was not reported. Updated information: the patient was initially implanted with a bifurcated stent graft and a proximal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, a type 3 endoleak of indeterminate origin with sac growth of 12mm were identified per medical records / images received. An intervention was completed on (B)(6) 2018. The physician elected to implant a cook (non-endologix) cuff/extension to successfully resolve this event. The final patient status was discharged on the fourth post operative day home. Note: during the investigation of this event, two (2) endovascular repairs that occurred in 2016 were identified. The exact date of the repairs are unknown and it is unclear of the nature of the repairs. These two (2) endovascular repairs were reported under a separate medical device report (MDR), 2031527-2021-00427. This complaint will only address the events that occurred in 2018.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm a type 3 endoleak of indeterminate origin and an intervention was completed on (B)(6) 2018. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 12mm and two (2) repairs were completed in 2016 (unclear of the nature of the repairs). The two (2) repairs of 2016 will be reported under a separate medical device report (MDR). The most likely causation for the sac growth is related to the confirmed endoleak. However, procedure related harms, device, user, procedure or anatomy relatedness of the reported endoleak could not be determined with the medical records available for review. The final patient status was discharged on the fourth post operative day home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Correction: b5: describe event or problem has been updated d1: brand name has been updated. G4: date of received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11. H7: remove recall. H9: remove recall number.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown.

Event description:
The patient was initially implanted with a bifurcated stent graft and a proximal aortic extension to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the stent graft was found to have slipped into the aneurysm in 2018 and the physician elected to implant a cook (non-endologix) cuff/extension to successfully resolve this event. The patient's status was not reported.